Manufacturer narrative:
Heartsine evaluated the customer's device and was able to confirm reported issue - the battery terminal locator pin had a visible crease suggesting the locator pin had previously been bent and readjusted which could cause the reported issue. A bent locator pin could impede the insertion of the pad-pak within the device and resulted in the device not powering on. The customer received a replacement device and this device was scrapped.

Event description:
The distributor contacted heartsine to report that a device would not power on. There was no patient involvement reported with the event.

Event description:
The distributor contacted heartsine to report that a device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine continues to investigate this event and upon completion, the conclusions will be submitted in a follow up report.